Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 instrument, there was a false negative result. There was no report of patient impact.